Manufacturer narrative:
The unit was sent to bench repair and the reported issue was confirmed. Bench repair replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an error for air and oxygen flow sensor calibration in the ventilator diagnostic logs. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report an air and oxygen flow sensor calibration. The investigation is ongoing.

Manufacturer narrative:
The removed flow sensor assembly (fsa) was returned to the product investigation lab (pil). The fsa was tested, and the failure was confirmed. The pil installed the gas delivery system (gds) into the standard test bed (stb) with an alarm and the error 1203 for low leak occurred within 30 seconds of stb operation. Pil then replaced the suspected fsa in the gds with a known working air flow sensor and verified no alarm or error during the stb operation. During further evaluation, pil re-installed the faulty suspected air flow sensor into a gds and performed air flow accuracy testing in diagnostic mode. Pil confirmed failing results for the testing. Pil concluded that u1 of air flow sensor installed in returned fsa was leaky and faulty.